Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual inspection of the stapler revealed one side of the thumb pusher was broken and missing. No single use loading unit (sulu) was received. Visual inspection of the stapler revealed one side of the thumb pusher was broken and missing. No sulu was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged firing knob condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing the firing knob to detach or break. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an intestinal division procedure, when dividing the intestine and at the moment when pulling the knife back, the operator experienced a resistance. When the instrument was squeezed, one plastic wing went off. Because of the plastic wing that went off, this lead to temporary injury and minor damage to the user's fingertip/nail. Surgeon used another device to resolve the issue. No patient injury.